Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt0449 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the PICC line had a hole in the y-site of the red lumen. On 12/13/17 - additional information reported that the leak was found after PICC was placed, but found prior to patient receiving any harmful medications.